Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspections and electrode tip and helix found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a microperforation. The perforation was confirmed via echocardiogram. It was further noted the patient complained of pain prior to the revision procedure. The lead was successfully replaced with a passive fixation lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a microperforation. The perforation was confirmed via echocardiogram. It was further noted the patient complained of pain prior to the revision procedure. The lead was successfully replaced with a passive fixation lead. No additional adverse patient effects were reported.